Event description:
Procedure: sils splenectomy. According to the reporter, the product had frayed at the tip. The staff opened a new device. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. Nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4).